Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated according to malfunction. Leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined) the lot 6003266 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The following test was performed: visual inspection according to version 1 quality specification for membrane assembly in segment.doc (especificación de calidad para el ensamble de la membrana en el segmento.doc) version 39 - quality specification for the connectors.docx (version 6) quality specification for the gluing of the connector t-cap - tube on spot cure.doc functional test 1: (version 9) especificación de calidad para la prueba de flujo de los productos steel.doc (quality specification for flow testing of steel.doc products) functional test 2: (version 25) instrucciones para el uso del equipo de fuga en el area de inspeccion.doc (instructions for the use of leak equipment in the inspection area.doc) batch review the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno contact detach g29 60/6tcap 10pk intint was manufactured under system application product (sap) code 1726019 and manufacturing lot number 6003266 on (B)(6) 2023. 30,000 final units in the machine 10 were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in australia. On 20-june-2024, it was reported that the patient encountered infusion set leakage. Patient blood glucose level was found to be 22mmol/l and patient takes correction injection via mdi. No further information available.

Manufacturer narrative:
E1 patient country (B)(6).